Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right side frame is bent where the crossbrace attaches.